Event description:
N/a

Manufacturer narrative:
An event during procedure, the fabric protruded from occluder and became tangled to the cable was reported. The device was returned to abbott for investigation and found foreign material stuck within the coil of the delivery cable. Additionally device was sent to s&t for testing and determined that the foreign material (fm) observed on the returned delivery cable and occluder was biological in nature and not related to the materials used in the manufacturing process. Analytical testing confirmed that the fm did not match the occluder¿s patch material, which was identified as poly (ethylene terephthalate). The presence of biological material is attributed to the device's exposure during the clinical procedure. Manufacturing records confirm that both the occluder and delivery cable were produced and inspected in accordance with established procedures and cleanliness standards. No deviations or nonconformances were identified in the manufacturing or inspection processes. Therefore, the fm is considered to have been introduced post-manufacture. From the device history record reviewed, the device was released within abbott specification. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25-18mm amplatzer talisman pfo occluder was selected for implant using a 9f amplatzer talisman delivery sheath. During procedure, while retrieving the device from the loader, the fabric protruded and as the device moved forward in the delivery system, the fabric unraveled and became tangled with the cable. The occluder was never released from the delivery cable while inside the patient. The occluder was retracted and removed. Once removed from the patient, the physician detached the device from the cable. The occluder was exchanged for a new 25-18mm amplatzer talisman pfo occluder, which was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.